Event description:
The facility had indicated that the lens became damaged in the cartridge. The damage to the lens was not noted until the lens was implanted. The lens was removed without patient injury.